Event description:
On 01-mar-2026, this spontaneous report was received regarding an 85-year-old female consumer in association with an unspecified thermacare lower back and hip heat wrap. Approximately on 01-feb-2026, the consumer topically applied a thermacare lower back and hip heat wrap for an unspecified indication. After 4 hours of using the product, she experienced burning. Two hours later her daughter took off the heat wrap. The area was noted to have a burn. For treatment she used aloe vera, vitamin e, and a antibiotic cream for 3 weeks. As of 04-mar-2026, the area was improving but marks still remained. No additional information was provided.